Event description:
Analysis of the vns generator was completed. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Reporter indicated that during prophylactic vns generator replacement, low lead impedance readings were obtained with the resident lead and new generator. A short circuit of the lead was suspected due to the low impedance, and a new lead was implanted with the new generator. X-rays were not done prior to the surgery, and the patient had no known trauma and did not manipulate the vns. Review of available in-house programming history did not note any low impedance in the diagnostics history. Attempts for return of the explanted devices are in progress.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Attempts for return of the explanted vns lead have been unsuccessful to date. The explanted vns generator was returned on (B)(6) 2013 and is pending analysis.